Event description:
A 32 y.o. G3p0020 female at 23w6d gestation (edd (estimated date of delivery) is (B)(6) 2023) who was referred for concerns of twin to twin transfusion syndrome (ttts). Her us(obstretic ultrasound) findings showed twin a (donor) had a visible bladder but had predominantly absent end diastolic flow in the umbilical artery (although some cycles demonstrate preserved end diastolic flow), with occasional reversed end diastolic flow. The dv(ductus venosus) and mca(middle cerebral artery) were otherwise normal. All dopplers in twin b(recipient) was also normal and bladder was visible as well. Therefore, these findings were consistent with ttts stage iii. She underwent laser photocoagulation of placental anastomosis on (B)(6) 2023 when she was 24 weeks pregnant. She had a posterior placenta with vascular anastomosis between recipient and donor cord insertions. A total of 22 vascular communications were identified including: 4 small d-r, 5 small r-d, 6 medium d-r, 1 medium r-d, 3 large r-d, and 3 extra-large d-r connection. She also underwent an amnioreduction. Her cervix was short so there was also a cerclage placed on the same operative day. Post-operatively there were no complications. On pod#5, her us showed two viable fetuses with normalizing amniotic fluid and also no critically abnormal waveforms were identified. However, on repeat us on pod#10(post-operative day #5), she was found to have a donor demise. When she was 29w1d, she presented with vaginal bleeding and contractions. Former recipient was delivered and as of now is doing well and is 1.5 years of age. Reference report: mw5166109.